Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were not very responsive and many a time need to be pressed 2,3 and even more times to register with it. The customer¿s blood glucose level was unknown. The customer was also advised that the insulin pump needed to be replaced. The device will not be returned for analysis.